Event description:
Complainant stated that they was injured due to being positioned in the stirrup for an extended period of time which allegedly caused a breakdown of the muscle tissue in their calves and released a substance that was damaging to their kidneys. There was no allegation of malfunction with the device. The manufacturer became aware of this incident when the legal department of the parent corporation requested complaint information on this user facility.